Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1020574. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-20. Medical device lot #: 1006118. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-01-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "please open a case concerning the hospital lab noted in the table. The manager states that the phlebotomist has complained that the gold top tubes ¿pop out¿ and she has to ¿hold it on¿ while drawing blood."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "please open a case concerning the hospital lab noted in the table. The manager states that the phlebotomist has complained that the gold top tubes ¿pop out¿ and she has to ¿hold it on¿ while drawing blood."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 15 retention samples (from each lot) from bd inventory were evaluated by functional testing and no issues were observed relating to 'tube push off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.